Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected codes in h6 investigation conclusions. The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to remove the device. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of difficulty removing the esheath was unable to be confirmed. As reported, the sheath was inserted at a steep angle, and the access vessel had mild calcification and mild tortuosity. Tortuosity and steep angle of insertion can create sub-optimal angles and increase interaction with the vessel walls during sheath withdrawal. Additionally, calcification may increase friction against the shaft leading to withdrawal difficulty. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (insertion angle) may have contributed to the event. However, a definitive root cause could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. The device was discarded at the facility.

Event description:
As reported by our edwards lifesciences japanese affiliate, dissection at the access vessel was observed. A 23mm sapien 3 valve was implanted in the aortic position via transfemoral approach. The delivery system and esheath were removed. Some resistance was noted during sheath removal as the sheath was inserted at a steep angle. During the closure of the puncture site, it was found that the right common femoral artery was occluded. A cutdown was performed, and a dissection was noted. Intima was removed. Final angiography confirmed the vessel was no longer occluded, and the procedure concluded.